Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual exam was performed and no defects were observed. A reusable, metal fiber optic laryngoscope blade was attached to the dispoled handle and engaged. The led did not energize on the first two attempts of engaging the blade. Subsequent blade engagements did result in the led energizing. The dispoled was disassembled and individual components such as contact points, spring, and circuit straps were examined for any signs of mechanical , electrical, or chemical failure, and none were noted. Based on the investigation performed, the reported complaint was confirmed. A possible root cause to this intermittent lighting may be due to debris/residue from manufacturing that caused a faulty connection. After the blade and the assembly were engaged multiple times this residue that was causing the bad connection may have subsided to allow a better connection. The next generation lots have an added cleaning cycle for the connection points in the cartridge, which was put in place to alleviate this issue of intermittent lighting.

Event description:
The customer alleges that the handle would not light.

Event description:
The customer alleges that the handle would not light.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.